Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Continued: 2088tc/46, (B)(4).

Event description:
It was reported that the system was explanted due to erosion.